Event description:
During a rotational angioplasty procedure, the "burr" crested the lesion and it stopped and would not move like it was out of gas. Burr was completely past the lesion. The sales rep was notified immediately and took burr with him. Pt has no problem.